Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2004 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections, urinary incontinence, urinary retention, uterine prolapse.

Event description:
Details: it was reported that following insertion the patient experienced urinary tract infections, urinary incontinence, urinary retention, uterine prolapse.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation with concurrent procedure diagnostic laparoscopy with drainage of right ovarian cyst and suction curettage. Post implantation the patient experienced pain, infection, recurrence, dyspareunia, urinary and bowel problems, vaginal scarring and neuromuscular problems. (B)(4) - undefined recurrence; dyspareunia; urinary and bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.